Event description:
Clinical engineer reported an incident of an overinfusion. The colleague pump was infusing a 100ml bag of sodium phosphate and was set at a rate of 25ml/hr on channel b. Sodium phosphate was being delivered as a primary infusion. According to the nurse, the 100ml bag infused in one hour. No pt injury has been reported. Though requested, no add' info was provided regarding pt's demographics, diagnosis and status, medical intervention, other medications being infused on channel b prior to the sodium phosphate infustion, any bag changes, and set up of the pump. No additional contact info was available.